Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. Patient stated long time ago "4yrs ago" but she is not sure she had an infection near the implant area and they treated her at the hospital, and that is why her doctor wants the implant to be checked.